Event description:
It was reported that during a cholesteatoma removal surgery the reference electrode was cut and that during the cleaning of the granulation tissue from the middle ear, the electrode array was inadvertently suctioned out of the cochlea and found in the suction canister. The implant stimulator remains implanted in the pt.

Manufacturer narrative:
A part of the device has been explanted and will be returned to innsbruck where it will be evaluated. When available, a failure analysis will be submitted as a f/u report.